Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6), product type programmer, patient product ID 97755-s lot# serial# (B)(6), product type recharger product ID m995402a001 lot# serial# (B)(6), product type section d information references the main component of the system. Other relevant device(s) are: product ID: m995402a001, serial/lot #: (B)(6), UDI#: this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins) / external devices. It was reported that the pt¿s manufacturer representative (rep) called in on behalf of pt (due to long hold times) to report pt's controller battery was no longer taking/holding a charge. When pt was consulted into call, they reported they'd been having issues with their equipment since they got their implanted neurostimulator (ins). Pt stated that their controller's light was yellow/orange when plugged into ac power. Pt stated that every once in a while, their controller screen will not turn on, even though pt knew that the controller should be fully charged - they leave it plugged in whenever they aren't charging their ins because they needed to recharge the ins every day. Pt reported that recharging their ins takes upwards of 3 hours and their controller battery dies before they can get fully charged. Pt reported that they've reset their controller in the past by removing and reinserting the battery when the screen would not come on. Patient services (ps) instructed pt to plug controller in to ac power supply without li battery and pt reported the screen turned on. Pt then reinserted li battery and reported the screen came on and green light started blinking. Pt confirmed no physical damage on recharger (rtm) cord/pins nor controller connector port pins nor battery compartment pins. Rep said they met with pt to set that up, but there was no record of this in cmf. Ps tried to contact repair to investigate, but repair was not taking calls at that time. Ps attempted to review replacement rtm based on pt's issue with long charge duration and controller battery depleting fast while charging the ins; however, rep and pt continued insisting on having rtm, controller and li battery pack replaced. Pt mentioned that their previous ins sometimes had similar issues with recharging times. Rep stated this newer ins was advertised to have rapid recharge, and 3 hours was not 'rapid.' Rep said that pt's doctor wanted the manufacturer to 'take care of it.' A replacement rtm, controller, and battery pack were requested.